Event description:
It was reported during a da vinci assisted surgical procedure that the monopolar curved scissors (mcs) had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.